Manufacturer narrative:
Manufacturing site: single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that matches the manufacturer report number. Device investigation could not be conducted as the catheter was not available. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information, it was presumed that pulling force exceeding the product's design limit was inadvertently applied to the catheter while the tip had been temporally trapped by the heavily calcified cto lesion. There was no indication of product deficiency. Instructions for use states: -[contraindications] do not use this microcatheter in advanced calcified lesion; -[warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulation, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damages to this microcatheter and damage the blood vessel.); and, -[malfunctions and adverse. Effects] separation.

Event description:
Reportedly, it was during a pct to treat a heavily calcified cto lesion in the rca. The tip of the subject catheter became disconnected from its shaft when the catheter was withdrawn from an rca proximal cap. Fortunately it was able to get around the separated tip with a wire and then a stent was used to exclude the separated tip from the blood stream.